Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise, which led to inappropriate mode switches. Other electrical measurements were normal. No intervention or patient symptoms were reported.